Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pek661 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: *were there any unexpected outcomes or complications as a result of the prolonged surgery time? R./ no. *was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain . R./ no. 2 devices broke during same procedure additional device captured in mw 2210968-2020-00858.

Event description:
It was reported that the patient underwent a laparotomy procedure on (B)(6) 2019 and suture was used. The suture is broken in the middle of the closure of the abdominal aponeurosis of the patient in a supra umbilical and infraumbilical laparotomy. The procedure was delayed by 60 minutes and completed successfully. There were no adverse patient consequences reported.